Event description:
Procedure: thyroidectomy. According to the reporter: the tech handed the device to the surgeon and stated that he thought there were two clips left. Surgeon closed and fired but no clip came out. It did, however, transect the vessel, causing approx 10 cc of bleeding. The surgeon squeezed again and there was no clip. He squeezed a third time and instrument locked out. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).